Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a ventricular tachycardia (vt) detection. Verified slow vt leading to increase in detection as ventricular sensed events reset the counter. (B)(4).

Event description:
It was reported that the patient experienced a slow ventricular tachycardia (vt) episode, and therapy was delayed and withheld due to the device's detection feature. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.